Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the proximal right coronary artery (rca) close to the ostium. After a 3.50x16mm synergy ii drug-eluting stent was deployed in the proximal rca, the physician drew negative pressure on the balloon but there was no contrast was seen in the balloon under fluoroscopy. Upon removal, the device would not retract back into the guide catheter. Subsequently, the guide catheter, balloon delivery system, and wire were pulled out as a unit. No patient complications were reported and the patient was doing well.